Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (service codes) has been confirmed. Upon investigation the monitor was not powering up properly. The cause for the failure was isolated to an intermittent u500 on the computer/analog board. The root cause for the intermittent u500 component was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying a service code.